Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/left occlusion only') and autoimmune thyroid disorder ('autoimmune: low thyroid disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, endometrial polyp, dysfunctional uterine bleeding and pelvic pain female. Concurrent conditions included adenomyosis. Concomitant products included estradiol (estrogen) and progesterone. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), anaemia ("bleeding: anemia"), autoimmune thyroid disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, dyspareunia, back pain, anaemia, autoimmune thyroid disorder, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment and weight decreased had not resolved. The reporter considered alopecia, anaemia, autoimmune thyroid disorder, back pain, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, psychological trauma, tooth disorder, uterine perforation, visual impairment and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2001 and essure. Confirmation test: (B)(6) 2019 (note discrepancy). She had received treatment for following events: autoimmune: low thyroid disease, psych injury, migration:/migration". Essure insertion date provided in pif : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/left occlusion only') and autoimmune thyroid disorder ('autoimmune: low thyroid disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, endometrial polyp and dysfunctional uterine bleeding. Concurrent conditions included fibroids and adenomyosis. Concomitant products included estradiol (estrogen) and progesterone. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), anaemia ("bleeding: anemia"), autoimmune thyroid disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, dyspareunia, back pain, anaemia, autoimmune thyroid disorder, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment and weight decreased had not resolved. The reporter considered alopecia, anaemia, autoimmune thyroid disorder, back pain, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, psychological trauma, tooth disorder, uterine perforation, visual impairment and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2001 and essure confirmation test: (B)(6) 2019 (note discrepancy). She had received treatment for following events: autoimmune: low thyroid disease, psych injury, migration:/migration". Essure insertion date provided in pif : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient medical history, concomitant medications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/left occlusion only') and autoimmune thyroid disorder ('autoimmune: low thyroid disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, endometrial polyp, dysfunctional uterine bleeding and pelvic pain female. Concurrent conditions included adenomyosis. Concomitant products included estradiol (estrogen) and progesterone. On (B)(6) 2002, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), anaemia ("bleeding: anemia"), autoimmune thyroid disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, dyspareunia, back pain, anaemia, autoimmune thyroid disorder, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment and weight decreased had not resolved. The reporter considered alopecia, anaemia, autoimmune thyroid disorder, back pain, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, psychological trauma, tooth disorder, uterine perforation, visual impairment and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2001 and essure confirmation test: (B)(6) 2019(note discrepancy). She had received treatment for following events: autoimmune: low thyroid disease, psych injury, migration :/ migration". Essure insertion date provided in pif : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified) left occlusion only. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/left occlusion only') and autoimmune thyroid disorder ('autoimmune: low thyroid disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), anaemia ("bleeding: anemia"), autoimmune thyroid disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, dyspareunia, back pain, anaemia, autoimmune thyroid disorder, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment and weight decreased had not resolved. The reporter considered alopecia, anaemia, autoimmune thyroid disorder, back pain, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, psychological trauma, tooth disorder, uterine perforation, visual impairment and weight decreased to be related to essure. The reporter commented: per pfs: essure insertion date: (B)(6) 2001 and essure confirmation test: (B)(6) 2019(note discrepancy). She had received treatment for following events: autoimmune: low thyroid disease, psych injury, migration:/migration". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ dyspareunia (painful sexual intercourse), back pain, bleeding: anemia, autoimmune: low thyroid disease, psych injury, perforation: uterus/migration/ left occlusion only, fatigue, gi (gastrointestinal) conditions, hair loss, dental problems, hormonal changes, headaches, vision problems and weight loss were added. Reporter¿s information, demographics, lab data, essure indication (amended) and essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.